Event description:
Boston scientific received information that this implantable pacemaker had only 4 years remaining longevity. It was reported that the patient was in atrial fibrillation (af) for over a year which might have compromised the device longevity. The physician decided to re-program the device to vvi as it was advised that this will add few more years on the device remaining longevity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.